Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03814. The pt received 2 scs leads with different lot numbers. It was reported, the pt experiences pain and an uncomfortable tightness in her chest and upper back when using system stimulation. Subsequently, she has stopped using stimulation. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.